Event description:
It was reported the atrial lead impedance was <76 ohms and capture threshold was high. Patient alert had occurred on (B) (6) 2010, due to atrial lead impedance of 114 ohms. Atrial impedance trend showed a sharp impedance drop in (B) (6) 2010. The atrial lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.